Event description:
It was reported that the lead was explanted due to an lead anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead with the lead tip measuring 47.2cm was returned for analysis. Internal insulation abrasion was noted at 7.4-7.8cm, 15.1-15.3cm, 15.6-15.8cm, and 25.9-26.4cm from the distal tip. The etfe coating was intact at these locations.